Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: there was no evidence of short battery life observed in the black box history; there were several replace battery alarms due to normal battery wear. The replace battery used was not fully charged. All current draws were within specifications. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.